Manufacturer narrative:
Other relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 2000mcg/ml baclofen at a dose of 1009.5mcg/day via an implantable infusion pump for an unknown indications for use. It was reported that a dye study was done and the hcp could not aspirate. It was reported the patient would need a catheter revision. The issue was not resolved at the time of the report. The patient's status at the time of the report was "alive-no injury." No further complications were anticipated/reported.

Manufacturer narrative:
The other relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient first started experiencing the inability to aspirate the catheter access port (cap) on the day of the dye study. The cause of the inability to aspirate from the cap was not known, but something may be learned when the catheter gets revised. The patient was being titrated down to make the procedure safe for the patient. The inability to aspirate from the cap was not resolved. The patient's weight was unknown. No further complications were anticipated/reported.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2009,: product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the patient got a new catheter put in. The dose was changed to 300mcg, but there was no change in tone. The plan was to start increasing the medication when the patient heals. The new catheter was an 8780. It was reported that the patient was well. No further complications were anticipated/reported.